Event description:
Caller states that the following readings were obtained on a patient with three inform systems within 10 minutes: hi (greater than 600 mg/dl) (inform system 1), 232 mg/dl (inform system 2), and 193 mg/dl (inform system 3). Caller states that the patient was treated based upon the reading of 232 mg/dl or 193 mg/dl, but is unsure which reading (treatment information not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 3. Reference medwatch with (B)(6) for the inform system 1. Reference medwatch with (B)(6) for the inform system 2.